Manufacturer narrative:
A simplygo device was returned to the third-party service center with the customer complaint of a burning smell. There was no patient harm or injury reported. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information on a simplygo device, alleging burning smell. The device was not known to be in use on a patient at the time of the occurrence. The simplygo device was returned to the manufacture's third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the pca was burnt. Additionally, sieves were leaking. Compressor noisy, pressure and rotation were too big. Compressor tubing & exhaust muffler was contaminated. Inlet filters need to be replaced due to preventive maintenance. No repairs were performed, and device was requested to be sent to the manufacturer's product investigation lab (pil) for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.